Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.6 component code was entered in error on the previously submitted report. No component code was needed.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was urgently implanted with an impella cp device for mechanical circulatory support as a rescue mission. The patient went into ventricular arrhythmia immediately after groin puncture. The patient immediately began decompensating requiring cardiopulmonary resuscitation and defibrillation. A temporary pacer was placed with no improvement in vitals. Prior to the implant, the patient's left leg already had questionable flow. Immediately following implant via the right femoral artery, both of the patient's legs were noted to be cold with poor color. The vascular surgeon opposed the use of a reperfusion cannula and the decision was made to withdraw care the following day. There is not enough information to associate the use of device with patient's outcome.